Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer stated that they low blood glucose was due to over treating. The customer stated that the emergency medical services were called and took them for hospitalization. The customer's blood glucose was 21 mg/dl at the time of incident. The customer stated that they were IV glucose to treat the blood glucose. The customer stated that they were off the insulin pump at the time of hospitalization for less than 48 hours. The customer also reported that they had blank display on the insulin pump. Troubleshooting was done. The customer stated that the display did not return after troubleshooting. The customer declined to troubleshoot for low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected blank display was noted during testing. The pump functioned properly. The pump was received with minor scratches on the lcd window and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.